Event description:
It was reported approximately one month post-implant that the leadless implantable pulse generator (ipg) exhibited a rise in threshold. The leadless ipg was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.